Event description:
It was reported by service report that the cylinder of the hydraulic sub assembly is leaking around the base casting. It is unknown if there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: hydraulic sub-assembly.